Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. Unique device identification (UDI)#: (B)(4). The microsensor was received for evaluation: device history record (DHR)- could not be performed because the serial number (B)(6)could not be associated to our lot numbers. So lot number is unknown. Failure analysis - no visible damage to the millar sensor or connector. Catheter mashed/bend 5cm, 23cm and 25cm from tip of catheter. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The possible root cause of this issue could be attributed to mishandling of the catheter.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a direct link microsensor (ID 626631us - codman microsensor basic kit) was implanted successfully and showed a reading of 13-14 in operative room, with a waveform. When patient was transferred to pacu, the direct link was calibrated to the phillips. Then the sensor reading kept dropping down negatively until it registered a ¿?¿ on the monitor with no waveform. The phillips brick was replaced 3 times and tried it on a transport monitor. All the cables were replaced, and it still registered a ¿?¿. Then surgeon had to get a CT to confirm proper placement of microsensor, which confirmed good placement. Repeated attempts to get a reading on the monitor did not work. All the while, the direct link could be calibrated to the phillips and lights worked, connection could be resumed, etc. Revision surgery scheduled to replace the sensor.